Event description:
It was reported that during a lap cholecystectomy procedure, one clip had crossed legs and the other clip was not closed at the distal end. A second device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.